Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. During a post-op follow-up computed tomography (CT) scan on (B)(6) 2025, the physician discovered the closure device appeared tucked on its side with peri-device leak. Difficult imaging during the initial implant procedure may have contributed to this positioning, or a device shift may have occurred. This caused a peri-device leak to occur that was determined should be packed with coils. On (B)(6) 2025, the physician coiled the leak to resolve the issue. There were no patient complications and the patient was discharged.